Manufacturer narrative:
The rod was returned for visual and functional testing. Visual inspection revealed no damage or score marks on the distraction rod. X-ray images of the internal components showed no damage but revealed the rod was barely distracted. Functional testing revealed the rod was able to distract and retract with the manual distractor and the electronic remote controller (erc). The rod passed force and stroke testing. The alleged issue could not be confirmed as the device functioned as intended.

Event description:
See updated information in h2, h3, h6 and h10.

Manufacturer narrative:
No product has been returned for evaluation. Root cause cannot be confirmed at this time.

Event description:
Information was received that a revision procedure was performed. As per the reporter, the rods failed to distract. There was no patient injury reported.